Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed.

Event description:
Additional information received notes that the right atrial lead noise over-sensing is reoccurring. No programming changes. The patient was in stable condition.